Manufacturer narrative:
The reported complaint was confirmed. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.

Manufacturer narrative:
The reported complaint was confirmed. Per data log review: the system was used on (B)(6) 2021 and no notification was given to the user regarding the '2 year battery life exceeded' message. The next time the system was used was on (B)(6) 2021 and the user was notified the batteries life had exceeded the two years as reported. The log confirms the complaint. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.

Manufacturer narrative:
Per the end user, the non clinical activity the issue was found was a testing of the hlm. The field service representative (fsr) verified that the hlm was due for new batteries. He performed mechanical, electrical and visual testing. He replaced the batteries. The unit operated to the manufacturer's specifications.

Event description:
It was reported that during the use of the device for a non-clinical activity, the heart lung machine (hlm) displayed a 'battery exceeded 2 years service' message earlier than expected. There was no patient involvement.